Event description:
Intra-aortic balloon pump in place. Balloon pump alarmed "system over temperature," and stopped pumping. The pump was unable to be restarted. Nurses immediately changed out the pump with another console.